Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the defibrillator does not start and it restarts. We are considering this to be an intermittent power issue. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Serial number not provided.